Event description:
The facility reported a colleague infusion pump with an inoperative open button on the pump head module. This was identified during biomedical testing. No patient injury or medical intervention was associated with this report.

Manufacturer narrative:
Evaluation summary: the reported condition of a colleague infusion pump with an inoperative open button was confirmed during evaluation. This was determined to have been caused by a defective pump head module (phm) keypad. The phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. Review of the complaint handling system reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.